Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardiac monitor had prematurely reached end of service (eos). A manufacturer representative was unable to interrogate the device without causing a reset. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis confirmed the reported non-functional telemetry failure. The device was found to enter a power-on reset (por) state that drained the battery voltage and did not allow the device to communicate. The por state was caused when specific addresses in an external sram integrated circuit (ic) were accessed. Analysis determined that the reported non-functional telemetry failure was caused by a defective external sram ic.